Event description:
The hypotube separated which resulted in the occlusion balloon deflating. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and placed the stent. The physician removed the stent delivery catheter and inserted a second stent delivery catheter and placed the second stent. While the physician was removing the stent delivery catheter the hypotube separated. The physician observed the fluorosocpe and observed that the occlusion balloon was still inflated and continued the case. The physician inserted the aspiration catheter and aspriated particulate from the vessel. The tech noticed that the occlusion balloon had deflated. The case was successful and the pt is reported to be fine.